Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed at the distributor. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger/modem was intermittently unable to recognize a battery pack. The cause for the failure was contamination on the battery board pca at the j101 and c19 component. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was not recognizing the batteries.